Event description:
It was reported that the bladder of a large volume intermate ruptured at the end of patient infusion. The inner membrane ruptured, so the end of the infusion was not possible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.